Event description:
The customer reported that the nurse heard a dripping sound and found that the tube had fallen out of the bag. Additional information received from the initial reporter stated that the feeding set tube became disconnected from the adapter that attaches to the bag.

Manufacturer narrative:
Evaluation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received in the original package. Samples were visually and functionally inspected and leaking was detected between the connection of the tubing line and the cross spike connector. The reported failure mode will be treated as confirmed and as related to the manufacturing/production process. The root cause and action plan will be documented through a formal corrective and preventative action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the nurse heard a dripping sound and found that the tube had fallen out of the bag.